Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurence (date could not be remembered). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the link was broken at the anterior cuff. The link connects the anterior needle to the suture and if the link is broken from the cuff, the suture will not be present during plunger withdrawal, the suture could not be retrieved and the knot would not form to advance to the arterial surface to close the vessel. A link break can be influenced by many factors, including, but not limited to, manufacturing, excessive tension during plunger retraction by aggressively removing the plunger and/or excessive force caused by high friction against the suture due to challenging anatomies. To assure that all products perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality. Based on the investigation, a cause for the reported event could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint-handling database was performed and there is no indication of a lot specific product quality deficiency.

Event description:
It was reported that arteriotomy closure of an unspecified vessel was attempted using a perclose proglide device after an unspecified procedure. Reportedly, the device failed to deploy. The method used to achieve hemostasis was not specified. As the account did not capture the physician's name, his training status in the use of the device could not be confirmed. No additional information was provided.